Manufacturer narrative:
Based on the results of the investigation the customer's allegation was not confirmed. According to the investigation, the unit was inspected and passed all functional tests, and there were no anomalies or issues found during investigation. Based on the results of the investigation, a probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the ultrasonic probe was found leaking upon initial use. The event occurred during preparation for use prior to a robotic bronchoscopy diagnostic procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.